Manufacturer narrative:
No device returned for evaluation.

Event description:
Reportedly, after 8 yr implant duration valve shown to have stenosis and thickened leaflets on echo. Valve remains implanted, however, pt is scheduled for valve explant in august. No further information provided.